Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual patient data was obtained from the case report forms for patients noted to have had an adverse event. All patients receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. Eleven days later, the pt presented with "back pain". The investigator noted the event as moderate in intensity. The physician prescribed a otc ibuprofen (advil) and walking. The condition was reported resolved with treatment by the end of the next month. The investigator noted this event as unrelated to the administration of adcon-l. The investigator did not a possible cause for the event.